Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred resulting in the customer going to the emergency room and being subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 602-620 mg/dl and ketones that were identified as life threatening. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2024 with the issue resolved and no permanent damage. Customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.